Manufacturer narrative:
(B)(4).

Event description:
The implantable pulse generator (ipg) site was reported to have a little bubble in the right corner of the pocket size, and the patient reported discomfort. The patient requested that the ipg be moved from the right side to the left side. The surgeon relocated the ipg with no complications. There was no report of patient harm or injury. The device remains implanted and functional. The device manufacturing record was reviewed. No relevant non-conformances were found.